Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The evaluation revealed that the returned outer tip portion broke-off from the outer shaft. Visual evaluation revealed the proximal end of the outer tip shows signs of weld penetration. The outer shaft was not returned for evaluation. The most likely cause of this event is excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that in (B)(6) 2016 the surgeon performed an ankle arthroscopy procedure which was a workman's compensation case. A few months after surgery an MRI was performed which revealed a shaver tip had been left in the patient's ankle from the surgery. It was reported by the sales rep that the surgeon believes the tip may have broken off when the device was pulled out of the joint. On (B)(6) 2016 a second surgery was performed and the surgeon removed the piece using a grasper through a medial portal. It was reported that the patient had not been experiencing any pain from the shaver piece.